Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effect; however the treatments appear to be related to the operational context of the procedure. A review of the lot history record of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of dissection, as listed in trek rx and mini trek rx, global instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Based on the information reviewed, there is no evidence to indicate the presence of a product quality issue with respect to the design, manufacture, or labeling of the device. The other 2.5 x 33 mm xience alpine device is being filed under a separate medwatch MFR number. (B)(4). A partial UDI is being reported because the lot number was not provided.

Event description:
It was reported that the procedure was to treat a right coronary artery. A 2.5 x 15 mm trek balloon catheter was being used for pre-dilatation when a dissection occurred. A 2.5 x 33 mm xience alpine stent was deployed; however, it could not be seen post deployment. The anatomy was searched and the stent could not be seen in the anatomy. A 2.5 x 20 mm trek balloon was used for post deployment to treat the dissection but the dissection did not seal and no further treatment was performed. There was no clinically significant delay in the procedure. No additional information was provided.